Event description:
It was reported that the patient's implantable cardioverter defibrillator was oversensing the patient's premature ventricular contractions (pvc). No interventions were performed. There were no patient consequences.